Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal end of the medical device detached and one fragment was left inside the patient. This event caused a delay of about 45 to 60 minutes. However, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The probe was visually inspected for damages, and the distal electrode has detached from the probe. Also, damage was noticed on the distal end of the insulation from excessive drag force applied to the probe. Unable to perform a functional inspection due to the broken distal tip. The probable root causes could be user excessive drag force applied to the probe.

Event description:
It was reported that the distal end of the medical device detached and one fragment was left inside the patient. This event caused a delay of about 45 to 60 minutes. However, the procedure was completed successfully.